Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain: pelvic/ pain'), menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)/ heavy bleeding'), endometritis ('chronic endometritis') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myomectomy. (B)(6) 2017 surgical pathology report: specimen(s) of: submucosal fibroid. Final pathology diagnosis: submucosal fibroid: 1. Fragments of smooth muscle tissue consistent with leiomyoma. 2. Irregular proliferative phase endometrium. 3. Foci of chronic endometritis. On (B)(6) 2017-final pathology diagnosis: uterus and cervix: 1.status post curettage. 2.secretory phase endometrium. 3.blood clots in the endometrial cavity with fragments of smooth muscle tisslie. 4.cervi)( negative for significant pathology. 5.essure micro insert fallopian tubes, (gross) bilateral. Concurrent conditions included morbid obesity, gerd, menometrorrhagia, uterine enlargement, bleeding breakthrough and submucous leiomyoma of uterus. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("mental anguish"), depression ("psych injury-depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced iron deficiency anaemia ("anemia/blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), procedural complication ("because of morbid obesity and small vagina procedure time extended to beyond 3 hours"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications"). The patient was treated with nsaids, omeprazole (prilosec), paracetamol (acetaminophen) and surgery (ablation and hysterectomy (full - uterus and cervix)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage, abdominal pain and vaginal haemorrhage had resolved and the endometritis, anxiety, iron deficiency anaemia, depression, weight increased, procedural complication, metrorrhagia and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, endometritis, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, procedural complication, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: insertion date also reported as (B)(6) 2011 discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. Insertion details-essure device was placed satisfactorily in each tubal ostium on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 85.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:anemia, vaginal bleeding , menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for event abnormal bleeding (vaginal) updated to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain: pelvic/ pain'), menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)/ heavy bleeding'), endometritis ('chronic endometritis') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myomectomy. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("mental anguish"), depression ("psych injury-depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced iron deficiency anaemia ("anemia/blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), procedural complication ("because of morbid obesity and small vagina procedure time extended to beyond 3 hours"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications"). The patient was treated with nsaids, omeprazole (prilosec), paracetamol (acetaminophen) and surgery (ablation and hysterectomy (full - uterus and cervix)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage and abdominal pain had resolved and the endometritis, anxiety, iron deficiency anaemia, depression, weight increased, vaginal haemorrhage, procedural complication, metrorrhagia and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, endometritis, iron deficiency anaemia, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, procedural complication, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: insertion date also reported as jan2011 discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done insertion details-essure device was placed satisfactorily in each tubal ostium on both sides diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 85.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. (B)(6) 2017 surgical pathology report: specimen(s) of: submucosal fibroid. Final pathology diagnosis: submucosal fibroid: 1. Fragments of smooth muscle tissue consistent with leiomyoma. 2. Irregular proliferative phase endometrium. 3. Foci of chronic endometritis (B)(6) 2017-final pathology diagnosis: uterus and cervix: 1.status post curettage. 2.secretory phase endometrium. 3.blood clots in the endometrial cavity with fragments of smooth muscle tisslie. 4.cervi)( negative for significant pathology 5.essure micro insert fallopian tubes, (gross) bilateral. Concurrent conditions included morbid obesity, gerd, menometrorrhagia, uterine enlargement, bleeding breakthrough and submucous leiomyoma of uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:anemia, vaginal bleeding , menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter information added. Events: metrorrhagia, post removal complications added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain: pelvic/ pain'), menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)/ heavy bleeding'), endometritis ('chronic endometritis') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myomectomy. Current weight 194 lbs (B)(6) 2017 surgical pathology report: specimen(s) of: submucosal fibroid. Final pathology diagnosis: submucosal fibroid: fragments of smooth muscle tissue consistent with leiomyoma. Irregular proliferative phase endometrium. Foci of chronic endometritis. (B)(6) 2017-final pathology diagnosis: uterus and cervix: status post curettage. Secretory phase endometrium. Blood clots in the endometrial cavity with fragments of smooth muscle "tissue". Cervi)( negative for significant pathology. Essure micro insert fallopian tubes, (gross) bilateral. Concurrent conditions included morbid obesity, gerd, menometrorrhagia, uterine enlargement, bleeding breakthrough and submucous leiomyoma of uterus. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("mental anguish"), depression ("psych injury-depression") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced iron deficiency anaemia ("anemia/blood or heart disorder/condition type: anemia"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal") and procedural complication ("because of morbid obesity and small vagina procedure time extended to beyond 3 hours"). The patient was treated with nsaids, omeprazole (prilosec), paracetamol (acetaminophen) and surgery (ablation and hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, uterine haemorrhage and abdominal pain had resolved and the endometritis, anxiety, iron deficiency anaemia, depression, weight increased, vaginal haemorrhage and procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, endometritis, iron deficiency anaemia, menorrhagia, pelvic pain, procedural complication, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: insertion date also reported as (B)(6) 2011 discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. Insertion details-essure device was placed satisfactorily in each tubal ostium on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 85.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:anemia, vaginal bleeding , menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs+mr received- new events abnormal bleeding (vaginal), mental anguish, weight gain, abnormal uterine bleeding, chronic endometritis, because of morbid obesity and small vagina procedure time extended to beyond 3 hours were added. Pt of psychological trauma updated to depression. New reporter, medical history, concomitant and treatment drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain: pelvic') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), psychological trauma ("psych injury"), abdominal pain ("pain: abdominal") and iron deficiency anaemia ("anemia"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the psychological trauma and iron deficiency anaemia outcome was unknown. The reporter considered abdominal pain, iron deficiency anaemia, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted: insertion date also reported as (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Case become incident. New events abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, psychological injury added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.